Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the caller currently experiencing a fill estimate issue through the tandem mobi mobile app. The customer¿s blood glucose levels did not reach critical levels of above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in reloading the same cartridge, but the discrepancy remained. The caller decided to continue using the current cartridge and will follow up if necessary.